Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer observed falsely depressed hemoglobin results on the alinity hq processing module, serial number (B)(6) for 3 patients. The results were higher when repeated. The following data was provided: sid (B)(6) initial hgb = 51.6 repeat result = 83.4 g/l, sid (B)(6) initial hgb = 53.8 repeat result = 97.7 g/l, sid (B)(6) initial hgb = 67.1 repeat result = 111 g/l there was no impact to patient management reported.